Event description:
Report received from the united states stating "smokes when running." The incident occurred during a procedure, no pt or user injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. The device was evaluated and met the mfg specifications. If additional info is received, a supplemental report will be sent.